Event description:
It was reported that the patient¿s blood glucose (bg) reached 340 mg/dl while wearing the pod between 4 and 24 hours. After realizing elevated bg levels, the patient was advised by her hcp to remove the pod. Upon removal, the patient's mother reported that the pink slide insert did not move forward indicating that there was a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device arrived with the needle mechanism fully deployed and the pink slide insert visible through the top housing window. Analysis of the needle mechanism components revealed no manufacturing damages or defects that would contribute to the reported event. The needle mechanism was able to be successfully reset and redeploy. The pod completed both priming sequences and ran for 1218 pulses before being deactivated by the user.